Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/30/2023, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c shaft got stuck during insertion. A new product was used to complete the case. This was discovered during a procedure on (B)(6) 2023. Additional information received on 12/6/2023: this was discovered during an mcl reconstruction procedure, and it was completed using a new ar-2324bcc biocomposite swivelock c. The shaft could not advance into the guide, and it stopped moving. Nothing broke off inside the patient. The case was not delayed, and additional information was not needed. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.